Manufacturer narrative:
Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator had an oxygen flow issue. There was no patient harm or injury. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer received information from a third party service center indicating a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.